Event description:
Caller reported the pump battery would not charge, and despite attempts to use different outlets and adapters, the issue persisted with an unstable charging connection. There was no adverse impact to the customer's blood glucose level. Cts decided to replace the pump, and the caller was instructed on how to store the pump before returning it and understood the return process; the caller will continue using the current pump until the replacement is received.